Event description:
It was reported that the procedure was to treat a lesion in the mid left superficial femoral artery. The 5.5 x 200 mm armada 18 balloon catheter was advanced and inflated 5 times to rated burst pressure (rbp); however, it was observed that the proximal balloon shoulder extended farther than expected from the proximal balloon marker. The procedure was then completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The armada 18 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.